Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient started to have a return of symptoms ¿about 6 months ago¿ and said they cannot hold their urine. Patient also reported that they also had a fall at that time saying it was about 6 months ago as well. Patient said they had never used their patient programmer (pp) and when they turned it on the screen was blank. The patient thought the batteries were most likely depleted. Patient didn¿t have batteries at time of the call, but would call back when they had new batteries. Patient called back with new batteries and was able to power on the programmer. Stimulation was on at 1.9v, but patient didn¿t feel stimulation. Patient then increased stimulation to 2.8 where they felt stimulation in the bike seat area. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was experiencing painful stimulation. Patient re-iterated information regarding a previously reported fall. Patient stated that now the ins was stinging them in the back and walking really hurt them. Patient was able to sync with their patient programmer and confirmed stimulation was on, troubleshooting was performed to turn off stimulation and the patient reported this resolved the painful stimulation. Patient was advised to keep stimulation off until they talked to their healthcare provider.